Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Age (B)(6). No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. Product development event evaluation reveals, the design is acceptable. The complaint is invalid for both design and manufacturing as the sample was not returned for inspection.

Event description:
It was reported that during a mid-shaft humeral fracture plating procedure, the surgeon had inserted several cortical screws in the plate. When turning in a screw, the head and 1 or 2 threads popped off the screw. The surgeon decided to leave the broken screw in and continue with the case. End of procedure x-rays showed that the broken screw was a fully threaded with a 4.0mm cancellous screw rather than the 3.5mm cortical screw needed to go into cortical bone. It was noted that the surgeon and consultant think the screw tray may have been inadvertently stocked with the incorrect screw. The procedure was completed with no further incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).